Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2011, a colpopexy procedure was performed using two different meshes "due to size." One implanted device is most likely either an ams apogee or perigee due to the device info that describes intepro polypropylene. Reportedly, the procedure took 4.5 hours. After 2 months the procedure "failed" with "damage to bowel and lower intestines." Testing showed "low maximum squeeze tone" and "nerve damage" to the "lower intestines." Rehabilitation was done and further surgery was suggested but more testing is pending. The pt reports fecal leakage, constant stomach pain, and bladder incontinence.